Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels of 0-20 mg/dl. The cause of low bgs was unknown. The customer received third party assistance from emergency medical technicians (emts), who provided glucose gel and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.